Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: whole ton of 58=failed battery test occurred on (B)(6) 2025 from 21:30:51 to 22:43:53. The adapt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 10:52:00 after more than 7 days at 12.83 days. Battery cycle 16.0 received the lowbatteryalert (104) on (B)(6) 2024 04:47:00 after more than 7 days at 7.83 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2024 07:31:00 after more than 7 days at 12.35 days. Each of these cycles is greater than 7 days indicating that the pump passes the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of short battery life was not confirmed during testing. According to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and contacted regarding the ngp early battery depletion ts outreach. Also, the customer reported the battery failed alarm and a low battery alarm or short battery life. The customer reported a blood glucose value of 430 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved products mmt-342g, mmt-7040a, mmt-431aj, and mmt-1884. Troubleshooting was performed for the battery failed alarm, and the customer did not receive another alarm after replacing battery. Troubleshooting was performed for loww battery alert, and the customer was advised to insert a new aa battery and restart the pump. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342g, mmt-7040a, and mmt-431aj. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.